Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; g4: date received by manufacturer; g7: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h6: evaluation codes; h10: additional narrative. One osseotite® tapered certain® implant 3.25 x 10mm (xifnt3210) was returned for investigation (image 1-2). Visual evaluation of the as returned product identified signs of wear from use about the implant threads and drive feature. Implant dimensions are within specification. No pre-existing conditions were noted on the product experience report (per). The reported product was located on tooth 35 (fdi) and used for approximately 2 weeks. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review was completed for the subject lot number 2019072111. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019072111) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (xifnt3210). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown/not provided.

Event description:
It was reported that the implant was removed due to pain. Edema and paresthesia during clinical procedure.